Event description:
It was reported the pt's lead was positioned ventrally in the body. In turn, the physician decided to explant and replace the pt's lead. Additionally, it was reported during the procedure after the physician explanted the lead, it was found to be fractured. No pt complications were reported as a result of this event.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.